Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a cut line? Did the device deploy any staples? Was the device difficult to fire or did not fire at all?

Event description:
It was reported that during a gastrectomy procedure, it was impossible to staple the patient, staples could not be delivered. There were difficulties to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received. Did the device deliver a cut line? No. Did the device deploy any staples? No. Was the device difficult to fire or did not fire at all? Not fired at all.